Event description:
Customer reported device attachment stopped suddenly after prolonged burr operation. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the motor power was low due to bearings and lamellae worn. The device was returned and returned to customer on (B)(4) 2012. The complaint is indeterminate. (B)(6). Placeholder.